Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/20/2016 with the following findings: during investigation, the battery compartment was found to be cracked. Unrelated to this issue, the label was found to be torn and part of the information was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. This report is made based on results of investigation completed on 12/20/2016.